Event description:
Information was received indicating that the capacitor of a smiths medical medfusion pump was broken off the interconnect printed circuit board (pcb) and was not replaceable. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6 heic. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case and plunger assembly seal was broken/missing. The bottom case was cracked. Technician was unable to download event history log. The technician performed inspection. Broken capacitor on interconnect pcb was found at inspection. The root cause of the reported issue was found to be that the capacitor broken off from interconnect board due to customer damaged. The technician replaced interconnect board.